Manufacturer narrative:
Product event summary: analysis found that the epg had compressed battery contacts, and the lower part of the liquid crystal display (lcd) was missing columns. It was also found that the upper case was dented and chipped, the lower case was broken and contaminated, and both bail covers were broken. Additionally, the keyboard window had a deep scratch. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) that was returned as a trade-in subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.